Manufacturer narrative:
Other, other text: customer email updated to "unknown". As per additional information.

Event description:
Information was received indicating that during procedural tracheostomy and placement of a smiths medical portex blue line ultra tracheostomy tube, the cuff was found to be leaking. Subsequently, the tube was replaced with another. It was reported that the patient had to be intubated due to complication of a hematoma and a bone flap which had cause the patient to be unconscious for two hours. There were no further adverse effects.